Manufacturer narrative:
(B)(4). The ventilator could not be serviced because it is at the end of service. A letter was sent to the customer informing them of this.

Event description:
It was reported that a ventilator alarmed that there was a breath delivery unit malfunctioned. There was no report of patient involvement.